Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the alarm sounded, display failed and e03 occurred due to faulty printed-circuit board. The cause of the faulty printed-circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned. And an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty printed circuit board was discovered and caused the reported alarm and display failure, as well as generated an e03 error during the evaluation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported, that his olympus high flow insufflation unit was experiencing a power problem, during a laparoscopic procedure. According to the initial reporter, the unit¿s alarm began to sound, and all display functions failed, save for the power button. Reportedly, the customer power cycled the device in order to complete the procedure without patient harm and no notable delay.